Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Manufacturer year 2013. The clinic is reporting this adverse event only and did not request or require field service or clinical support. A review of records related to the device including complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained that changes the facts or conclusion, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
During a cataract procedure, a patient experienced a capsular bag rupture. A brief description from the surgery center indicated during the epinucleus phaco mode segment, the capsular bag was pulled out entirely. The procedure was not completed and the planned intraocular lens was not implanted and the patient was referred to another ophthalmologist.